Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed competitive atrial pacing, right ventricular oversensing, and intermittent sensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition is stable.